Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the analysis showed the actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported, based on follow-up, that the device was removed due to normal elective replacement indicator (eri). The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a results of this event.